Event description:
Procedure: intra gastric. Reportedly, while using the device, balloon burst. The broken pieces fell into the body cavity and they were retrieved. Another device was used to complete the procedure.